Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The pipeline had not been placed in a vessel bend when it failed to open. Attempts were made to withdraw and to push and pull or wiggle the device, but none were effective.

Manufacturer narrative:
H3: product analysis - as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a bio-pouch; and within a dispenser coil. The pipeline flex shield device was returned within the introducer sheath. - damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and no damage. No other anomalies were observed. - testing/analysis: the pipeline flex shield was pushed out from introducer sheath without any issue. - conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the distal end of pipeline flex shield braid was found fully opened. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the pipeline had not been placed in a vessel bend when it failed to open, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment the tip of a pipeline did not open. The patient was undergoing surgery for treatment of a saccular, unruptured right middle cerebral artery aneurysm located in the c7 s egment with a max diameter of 2.43 mm and a 1.78 mm neck diameter. It was noted that the landing zone artery size was 2.67 mm for the distal and 2.59 mm for the proximal and the vessel tortuosity was normal. It was reported that during deployment, the tip was difficult to open; after attempts to open it, it did not stick to the wall. After multiple attempts failed to resolve the issue, it was replaced with a new dense mesh stent, and the surgery was successfully completed. The pipeline was not used for an indication that is not approved. The pipeline and other devices were prepped as indicated in the IFU. Dual antiplatelet treatment was administered during the procedure and pru levels were normal. There were no patient symptoms or complications associated with this event.